Manufacturer narrative:
Added (B)(6) 2018: an e-mailed request sent by natus was responded to by the initial reporter: "was there any injury to the patient? No". "Was any medical intervention required? No". ""Operator of device", or, who was using it when the malfunction or injury was observed? (By profession such as "physician", med tech, etc.) Bio medical engineer" "was a user facility report submitted to FDA? No". The complaint is now deemed closed.

Manufacturer narrative:
Added 15 dec 2017: natus has completed their investigation on 05 dec 2017. The investigation included: methods: evaluation of the actual device, review of device history records, review of past service history, trend analysis. Product was returned and evaluation verified the complaint as valid. Failure analysis: the product was returned to integra ratingen for evaluation, the evaluation verified the complaint as valid. Refer to the attached pre-test report. Reported failure was confirmed; the cam01 unit was not switching on due to a defective display. The complaint report can be closed as the reported incident was verified and duplicated. Corrective action: no corrective action is deemed necessary; defective device is no longer manufactured thus it does not impact manufacturing process. Future incidents of this nature will be documented for recurrence and trending purposes. The DHR documentation was reviewed and no anomalies that could be associated with then complaint incident was observed. Date of manufacture: jul-2010. Service history provided by the service centre in trackwise was reviewed and no anomalies that could be associated with the complaint incident were observed. Trending analysis was completed both for the reported failure and the root cause identified in the failure analysis investigation. Review of complaints in trackwise: a minimum of 24-month review of cam01 monitor customer complaints was completed in trackwise using the following key words "unit not switching on - device not working" and a root cause "defective display" in the search criteria. The key word search review of the complaints contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed (B)(4) dates 04-dec-2015 to 04-dec-2017. A total of 15 complaints were reviewed of which complaint incident is the 1st identified complaint that contained the search criteria. No trend has been identified. Statistical analysis: no statistical analysis is deemed required based on review of complaints in trackwise; this is the only complaint identified. Future complaints will be continued to be monitored and trended.

Event description:
From the original e-mail received 06 nov 2017 by integra from reporting distributor ((B)(4)): "unit not switching on." "Was a customer impacted by this failure - yes, they could not use the unit." "Was the intervention delayed due to this failure - yes" a follow-up e-mail sent 13 dec 2017 by natus to integra for additional information related to possible injury, medical intervention, or delay in surgery.